Event description:
Boston scientific received information that this right atrial (ra) lead was physically damaged. Additional information obtained from the field representative indicates that during device replacement procedure, the physician accidentally cut through the lead. It was then surgically abandoned and new lead was implanted as replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.